Event description:
Patient in operating room undergoing surgery for ankle fracture. Plate and screws implanted. Screws x2 broke during implantation. Screw x1 successfully removed. Second screw partially removed but complete removal unsuccessful. Partial screw left in place. Surgeon notified of incorrect instrument count due to partial screw. Procedure performed under fluoroscopy and partial screw observed by staff and surgeon. Surgeon states that he will address count in documentation and notify the patient. Broken complete screw and partial screw were contained in a specimen container inside biohazard bag and left at control desk with charge nurse for retrieval from spd. Ref report: mw5164603.